Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58 - user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4). Note: manufacturer contacted customer on 7/17/2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 294, 252 and 274 mg/dl. Customer was also concerned with back to back fasting blood test results performed during the call using truemetrix meter of 316 and 309 mg/dl. The customer's expected fasting blood glucose test result range is 110 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is 05/10/2018. The meter memory was reviewed for previous test result history: (B)(6).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 294, 252 and 274 mg/dl. Customer was also concerned with back to back fasting blood test results performed during the call using truemetrix meter of 316 and 309 mg/dl. The customer's expected fasting blood glucose test result range is 110 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is 05/10/2018. The meter memory was reviewed for previous test result history: result 1 :316mg/dl, date: (B)(6) 2018, time:12:33pm, fasting; result 2 :309mg/dl, date: (B)(6) 2018, time:12:33pm, fasting; result 3 :294mg/dl, date: (B)(6) 2018, time:11:35pm, fasting; result 4 :252mg/dl, date: (B)(6) 2018, time:02:15pm, fasting; result 5 :274mg/dl, date: (B)(6) 2018, time:11:18pm, fasting.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report #: (B)(4) returned meter evaluated with no defect found. Test strips not returned for evaluation. Test strip vial with different lot# returned. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI#: (B)(4). Note: manufacturer contacted customer on 7/17/2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.